Manufacturer narrative:
Pump performed within specifications. Cylinder performed within specifications. Cylinder had torn fabric and bulging.

Event description:
An ipp device was implanted, date not indicated. On 5/7/97 the cylinders and pump were removed from the pt and replaced due to "malfunction of prosthesis." Add'l info received on 6/17/97 indicates reason to be fluid loss from cylinder and pump and would not inflate.